Event description:
It was reported that device is leaking blood by the trigger. This was discovered when the device was being cleaned after a complete case. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the results requires it.